Manufacturer narrative:
One device was received for evaluation. Visual inspection found the downstream occlusion (dso) and upstream occlusion (uso) seal to be separating. The dso and uso seals were replaced. The device then passed all functional tests. The service history review had no indication that the complaint was related to a service of the device within the review period.

Event description:
It was reported that the device had a worn keypad. The event occurred during testing, there was no patient involvement. The device evaluation found the downstream occlusion seal and the upstream occlusion seal to be separating.